Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. One reported device was received for evaluation; the event was confirmed during testing. Worn components were found upon disassembly. This device is not repairable and was not returned to the user facility. One device was not available to stryker for evaluation. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the devices were reportedly leaking. There was patient involvement; no patient impact.